Event description:
First call in 2000. Kendall was given info from contact facility center directly for details of the reported needle stick. Several calls were made to the contact person at facility over a span of several weeks. Kendall left several messages which were never returned. Therefore details of what happened were never received by kendall. In 2000 a fax had the details of the needle stick and upon this info immediate action is being taken. An employee of facility was closing a sharps container, and holding the bottom of the container, when a needle pushed through. The needle punctured their hand drawing blood. Occurrence was in 2000. The sharps container was full.